Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample of tracheostomy tube was received for evaluation. It was observed that the flange was detached from the cannula. A visual inspection was conducted and it was noticed that right and left hole of the cannula present damage. A dimensional inspection was performed on both holes diameter, both readings are within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received notification of a tracheostomy tube that became disconnected from the flange while in the patient. According to the reporter, the rn held the tube in place in the stoma to maintain the airway until help arrived the patient was able to breathe through the tube and this also prevented the patient from decompensating. Customer reported that they were able to reinsert a new tube with no issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary, additionally: manufacturing controls are in place to detect cannula damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.